Manufacturer narrative:
The product was received and the reported failure mode was confirmed. The following repair diagnostic codes were identified: insert shaft is bent. This does confirm the alleged failure mode of failed leak test probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. In sum, the product was received and the reported failure mode was confirmed.

Event description:
It was reported that the unit failed the leak test.

Event description:
It was reported that the unit failed the leak test.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.